Event description:
It was reported that the left ventricular (lv) lead dislodged. The lead was replaced. The patient is a participant in the (B)(6) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4): d354trg implantable cardioverter defibrillator 2010-(B)(6), 407652 implantable pacing lead 2010-(B)(6), 693565 implantable tachy lead 2010-(B)(6): (B)(4).